Manufacturer narrative:
An update was received that the sensor was successfully removed on (B)(6) 2026. The difficulty with removal is a known and anticipated potential adverse effect, as described in the user guide, and does not require additional investigation. The user was doing fine after the removal.

Event description:
Senseonics was made aware of an incident where physician was unable to remove the sensor on the two attempts made on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.